Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): the pump leaked at the protective bag and crystallized at the pt. After 48 hours the pump was not empty. Drug: 5fu.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.